Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 350cc mentor memorygel breast implant, catalog # 3503504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 350cc mentor memorygel breast implants and experienced baker grade iii capsular contracture on the right side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient also experienced device migration and breast mass on the left side. The patient is scheduled to undergo bilateral device removal on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture this report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/14/2020, mentor became aware that the patient is rescheduled to undergo bilateral device removal on (B)(6)2020. Manufacturer's reference number: (B)(4).